Event description:
Pt underwent a myomectomy and application of the septal film in 2002. On the day of the event the pt returned to the or for a wound debridement and fascial closure due to fascial dehiscence.